Manufacturer narrative:
Age of time of event: 18years or older. Device is combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous left anterior descending artery. A 2.50x32mm synergy ii drug-eluting stent (des) was advanced for treatment. The device was able to cross the lesion however, while attempting to position, the shaft bent. After it tried to rectify, the shaft broke off. Another 2.50x24mm synergy des was used and was advanced but the shaft was also broken. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age of time of event: 18yrs or older. Device is combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 26.5cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous left anterior descending artery. A 2.50x32mm synergy ii drug-eluting stent (des) was advanced for treatment. The device was able to cross the lesion however, while attempting to position, the shaft bent. After it tried to rectify, the shaft broke off. Another 2.50x24mm synergy des was used and was advanced but the shaft was also broken. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable. It was further reported that the shafts were broken 20cm from the hub. Both stents were completely removed from the patient's body by pulling gently.

Manufacturer narrative:
Age of time of event: 18 yrs or older. Device is combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous left anterior descending artery. A 2.50x32mm synergy ii drug-eluting stent (des) was advanced for treatment. The device was able to cross the lesion however, while attempting to position, the shaft bent. After it tried to rectify, the shaft broke off. Another 2.50x24mm synergy des was used and was advanced but the shaft was also broken. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable. It was further reported that the shafts were broken 20cm from the hub. Both stents were completely removed from the patient's body by pulling gently.